Event description:
A report was received that the dbs clinical study patient developed moderate wound dehiscence of the left lead extension. The patient was admitted and underwent a left lead extension revision procedure on (B)(6) 2018. The patient was again admitted and underwent a procedure where the left lead extension and ipg were replaced on (B)(6) 2018. No further information has been obtained.

Manufacturer narrative:
Update to the initial MDR in field g4: aware date is 05-apr-2019. Additional information was received that wound dehiscence was thought to be on the left lead extension but actually the right lead extension was exposed. On the patient underwent a wound debridement procedure of the right lead extension. The (B)(6) 2018 procedure was per the patient request to move the ipg from the left to the right sub clavicular space. Only the left lead extension was replaced due to the new length required. No further information can be obtained regarding the model and serial number of the devices as the information was lost at the facility. It is indicated that the device was disposed at the facility and will not be returned for evaluation. Additional suspect medical device component involved in the event: product family: n/k. Upn: (lead extension) n/k. Model: n/k. Serial: n/k. Batch: n/k.

Event description:
A report was received that the dbs clinical study patient developed moderate wound dehiscence of the left lead extension. The patient was admitted and underwent a left lead extension revision procedure on (B)(6), 2018. The patient was again admitted and underwent a procedure where the left lead extension and ipg were replaced on (B)(6), 2018. No further information has been obtained.

Manufacturer narrative:
Aware date is 05-apr-2019. Additional information was received that wound dehiscence was thought to be on the left lead extension but actually the right lead extension was exposed. The patient underwent a wound debridement procedure of the right lead extension. The (B)(6), 2018 procedure was per the patient request to move the ipg from the left to the right sub clavicular space. Only the left lead extension was replaced due to the new length required. No further information can be obtained regarding the model and serial number of the devices as the information was lost at the facility. It is indicated that the device was disposed at the facility and will not be returned for evaluation. Additional suspect medical device component involved in the event: product family: n/k upn: (lead extension) n/k model: n/k serial: n/k batch: n/k

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/k, upn: (ipg) n/k, model: n/k, serial: n/k, batch: n/k.

Event description:
A report was received that the (B)(6) clinical study patient developed moderate wound dehiscence of the left lead extension. The patient was admitted and underwent a left lead extension revision procedure on (B)(6) 2018. The patient was again admitted and underwent a procedure where the left lead extension and ipg were replaced on (B)(6) 2018. No further information has been obtained.